Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 1, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to open circuit electrodes. The patient was rei-mplanted with another cochlear device during the same surgery.